Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device is planned to be performed. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.